Event description:
The patient underwent full revision due to high impedance. The explanted devices were discarded during surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred for full revision due to high impedance. The generator will be replaced prophylactically. The patient was also reported to have an increase in seizures. No known surgical intervention has occurred to date. No additional relevant information has been received to date.